Event description:
Surgeon reported that he needed to revise a broken exeter femoral stem. Right hip.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving an unknown exeter stem was reported. The event was confirmed via clinician review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: fracture of a cemented exeter stem at the neck-body junction was confirmed. A revision surgery was confirmed (although the x-rays were unlabeled). Root cause: the root cause of the material failure of the stem cannot be determined without additional medical records and perhaps examination of the explant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to a fatigue failure fracture of the right exeter stem. Clinician review of provided medical records confirmed the fracture of a cemented exeter stem at the neck-body junction. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon reported that he needed to revise a broken exeter femoral stem. Right hip.